Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet was leaking insulin on (B)(6) 2025. The user switched to backup therapy and administered 15 units of fast-acting insulin at 2:46 pm cst. A manual fingerstick showed blood glucose (bg) at 422 mg/dl, while the dexcom g7 displayed ¿high.¿ the user changed out supplies twice earlier in the day without resolution. After switching cartridge, connector, and tubing, insulin delivery resumed. No external assistance or medical intervention occurred.